Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and verified the problem. An issue was identified with the system's wireless transceiver. Corrections included replacing the power supply and adjusting the power output voltages. System was calibrated and safety tested to factory's specifications.